Event description:
Balloon burst during stent deployment.

Manufacturer narrative:
The report from the field indicated that the balloon ruptured during stent deployment. The product was clinically used; however, there was no patient injury. The product has been returned for analysis and additional information has been requested from the user facility. Any additional information obtained and/or, the results of the product analysis will be submitted within 30 days of receipt.